Event description:
It was reported the programmer had a fatal error message. Follow-up determined that the programmer booted to the error. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer generated an error message and it was further noted that the hard drive health was found to be less than 100% and therefore the hard drive was replaced and reimaged and software updates were installed. Analysis also found that the display dropped, the electrocardiogram connector was loose, the rubber pads on the lower case were damaged, the printer drawer was missing, the printer had a broken switch, the stylus was missing and the power cord bay screw post was broken. All found defective parts were replaced and the link electronic module board and the stylus were also calibrated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).